Manufacturer narrative:
The device was returned to olympus for inspection and confirmed that the event reported by the customer did not occur. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the control unit, it is possible that moisture adhering to the installed printed circuit board caused unstable communication, leading to the temporary occurrence of the reported phenomenon. Regarding corrosion on the scope connector, since there is no air leak in the scope body itself, it is thought that water entered the scope connector through the vent port fitting. If liquid enters the leak detection tube, it may cause water ingress into the scope connector during leak testing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video image of the airway mobilescope did not display. There was no patient involvement.